Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was received multiple occlusion alarms. The pump supplies were changed and insulin was not observed exiting the tubing during the supply change. The customer's blood glucose (bg) level was 500 mg/dl and ketones were present. The customer reverted to using an alternate insulin therapy to address the bg level and to manage diabetes.